Event description:
It was reported that the patient passed away. An online obituary showed the date of death. Further information showed that the patient¿s death was not seizure related, and he was hospitalized prior to his death. His body was stated to have shut down, and he went into a coma for an unknown reason. The patient was known to have multiple health issues, but it is not known if these contributed to the patient¿s death. The generator and lead device history records were reviewed on by the manufacturer, and it was found that all quality tests passed prior to distribution. No additional pertinent information has been received to date.

Event description:
It was reported from a treating physician that the patient¿s death was not related to either his seizures or the patient¿s vns. The patient went into multiple organ/system failure before becoming comatose and passing away. The patient was stated to have been medically delicate with cerebral palsy and other comorbid conditions. No additional pertinent information has been received to date.